Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
The affiliate reported via email during a shoulder procedure (implantations) the mentioned lupine implants are came out from the pre-drilled hole. The procedure was completed with same like product. Additional information received via email on 10-13-2017. The anchors did not deploy. The first thread was tightened and the second thread was captured with the sixter when seen the anchor backed out with a secure knot around the labrum. The bone hole was drilled with original guide and drillbit. Three anchors failed in that patient all of them had new hole drilled. Bone quality of the patient should not be bad as he was just around (B)(6) years old. No cyst or abnormality on CT scan. The procedure could not be completed as there was no more space for anchors on the front bottom part (three drill holes made- 6.30, 7.30,8.30 positions on left shoulder). Procedure time was approximately 100 minutes- 1 hour longer than normal. There will be a latarjet procedure after 6 weeks.

Manufacturer narrative:
UDI: (B)(4). Associated medwatch [mr # 1221934-2017-10644].

Event description:
The affiliate reported via email during a shoulder procedure (implantations) the mentioned lupine implants are came out from the pre-drilled hole. The procedure was completed with same like product. Additional information received via email on 10-13-2017: the anchors did not deploy. The first thread was tightened and the second thread was captured with the sixter when seen the anchor backed out with a secure knot around the labrum. The bone hole was drilled with original guide and drillbit. Three anchors failed in that patient all of them had new hole drilled. Bone quality of the patient should not be bad as he was just around (B)(6). No cyst or abnormality on CT scan. The procedure could not be completed as there was no more space for anchors on the front bottom part (three drill holes made- 6.30, 7.30,8.30 positions on left shoulder). Procedure time was approximately 100 minutes - 1 hour longer than normal. There will be a latarjet procedure after 6 weeks.

Manufacturer narrative:
(B)(4). Associated medwatch [mr# 1221934-2017-10644].

Event description:
The affiliate reported via email during a shoulder procedure (implantations) the mentioned lupine implants are came out from the pre-drilled hole. The procedure was completed with same like product. Additional information received via email on 10-13-2017: the anchors did not deploy. The first thread was tightened and the second thread was captured with the sixter when seen the anchor backed out with a secure knot around the labrum. The bone hole was drilled with original guide and drillbit. Three anchors failed in that patient all of them had new hole drilled. Bone quality of the patient should not be bad as he was just around (B)(6). No cyst or abnormality on CT scan. The procedure could not be completed as there was no more space for anchors on the front bottom part (three drill holes made- 6.30, 7.30,8.30 positions on left shoulder). Procedure time was approximately 100 minutes- 1 hour longer than normal. There will be a latarjet procedure after 6 weeks. Reply from affiliate 3/20/2018: I'm writing in behalf of (B)(6). Although 3 products were reported in unity we have only received 2 to return so it is not possible to send back a 3rd one.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was received and evaluated with npd. The lupine anchor was discovered off the inserter with no visible defects. The suture was not returned. The inserter shaft and handle was observed and no anomalies were found. The anchor was reattached to the distal tip of the inserter with no issues. This complaint cannot be confirmed. The DHR review indicated that this batch of devices were processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. A review of the depuy synthes mitek complaints system revealed no complaints of any type for this lot of devices that was released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4). Associated medwatch [mr# 1221934-2017-10644].

Event description:
The affiliate reported via email during a shoulder procedure (implantations) the mentioned lupine implants are came out from the pre-drilled hole. The procedure was completed with same like product. Additional information received via email on 10-13-2017: the anchors did not deploy. The first thread was tightened and the second thread was captured with the sixter when seen the anchor backed out with a secure knot around the labrum. The bone hole was drilled with original guide and drillbit. Three anchors failed in that patient all of them had new hole drilled. Bone quality of the patient should not be bad as he was just around (B)(6). No cyst or abnormality on CT scan. The procedure could not be completed as there was no more space for anchors on the front bottom part (three drill holes made- 6.30, 7.30, 8.30 positions on left shoulder). Procedure time was approximately 100 minutes- 1 hour longer than normal. There will be a latarjet procedure after 6 weeks. Additional information received via email on 5-17-2018: did the surgical delay cause any patient harm? Patient had a frozen shoulder after the procedure so we did not perform the latarjet procedure waiting for the better rom! Frozen shoulder is rare in the instability group otherwise! What was the reason for the 1 hour delay? 1 hour delay is to remove the 3 anchors and the secured knots from the labrum tissue! As mentioned above "there will be a latarjet procedure after 6 weeks." Was the reason for the latarjet procedure caused by the failure or due to another reason unrelated to this complaint? Latarjet is needed because at the drill holes we have lost bone from the front of the glenoid and that is how you need a bone block procedure!